Event description:
Pt is a type-I diabetic who has a bd paradigm link blood glucose meter special version of the bd logic blood glucose meter( a still unresolved problem with the test strips which are used with it) and gives false blood sugar results, at a very wide range. Bd has replaced the meter once so far, soon to be twice, and has replaced the test strips many times. The test strips are already subject to a voluntary recall, to be more specific, a range of lot numbers which are those of 'high frequency' test strips. Pt receives between 50% and 75% error results, which not only forces a retest and another finger prick, but wastes test strips to a point where insurance will no longer pay for a refill. Also, the meter, when successful, gives results in a range as wide as 100 points very often. Pt received a result of 35 mg/dl (extremely low) and did not believe it. They retested and received a 75 mg/dl -normal-, and confirmed that at 6:44pm and 6:45pm. Other examples include differences such as 135 mg/dl (normal) and 243 (very high) mg/dl immediately afterwards. Action on the first incorrect result could easily result in a diabetic coma and medical emergency. Bd has graciously replaced the test strips and meter and confirmed pt is properly applying the sample of blood, but their products though an original innovation, simply do not work and do not stand anywhere near the specification. Pt does not believe this voluntary recall is effective and further action needs to be taken.